Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr, ous, 2.25x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent rows 1-2 were damaged and stent struts lifted and pulled in a distal direction. The undamaged stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-sept-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and moderately calcified right coronary artery(rca). A 2.25x16mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.